Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed ¿ foreign material was found. Additionally, the plastic cover was leaking, the distal end adhesive was peeling, the insertion guide was broken, and there was a missing portion of the bending section. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus uretero-reno fiberscope¿s internal channel had damage present. According to the initial reporter, the interior was rough and catching on wires when they were inserted, causing damage to the wires. Reportedly, this event took place during procedure preparation. There was no report of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was not confirmed. Olympus will continue to monitor field performance for this device.